Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the doctor said the pdm (personal diabetes manager) was not working. The device was operable when the patient called, but she had received an error and had gone to the emergency room. The patient did not provide further information regarding the medical event, circumstances leading up to it, nor the outcome (including whether any treatment was provided).